Event description:
It was reported that the customer could not remove the battery cap on her insulin pump. The customer's blood glucose was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.